Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch ultralink meter is reading above the control solution range. The patient manages her diabetes with an insulin pump. The inaccurate control high issue began on (B)(6) 2010. Sometime after the product issue began, the patient claimed she developed symptoms of shaky, cold, and clammy. On (B)(6) 2010, the patient claimed she managed her diabetes with 3-4 glucose tablets at 11:30 am. There were no allegations of medical treatment due to the control solution issue. It would have been helpful to have more details concerning the patient's diabetes regimen and the circumstances surrounding the incident. According to the troubleshooting performed with customer service, the customer care advocate verified that a control solution result of "140 mg/dl" was above the control solution range. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she developed symptoms that can be associated with hypoglycemia.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter within 10 minutes. Results of 76 mg/dl, 501 mg/dl, 230 mg/dl and 300 mg/dl were plotted on the parkes error grid. The results fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.